Event description:
The patient experienced increased baseline pain. The pump volume was checked and a discrepancy of greater than 25% was found. The expected reservoir volume was between 8-9.4 mls; the actual reservoir volume was 40 mls. Event logs were reviewed and appeared normal. The pump was used to deliver dilaudid. Additional info has been requested from the hcp, but was not available as of the date of this report.